Event description:
Info received indicates the head section is not going up.

Manufacturer narrative:
The technician found the hydraulic fluid reservoir was empty. The technician replaced the reservoir to repair the bed.